Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported their ins was hanging out and poking out like the ins was growing out of their skin since 2022 and their ins would catch on things. Pt noted that they can't use their a or b settings and they don't work. Patient services specialist (pss) reviewed the role of rep and provided the pt with the nas number for their hcp office. Pss also emailed the local mdt reps for visibility. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they met with two medtronic reps to discuss an ongoing issue from 2022 on the (B)(6).; implant sticking out of their body and zapping them and the pt said that wearing 'spanx' instead of underwear and avoiding tight pants helped to lessen the issue. (The pt said felt like ins got hot within their body with that issue as well). The pt was unable to have the reps do much work with them, because their implant was pretty depleted when they got to the appointment, due to not wanting to use recharger. The pt said the reps changed the 'frequency' of ins to see if that would help the zapping. Additional information was received from a manufacturer representative (rep). It was reported that they met with the pt and the implantable neurostimulator (ins) was dead. They tried to charge it up but the device was dead. The rep was unable to program the pt that day. They will be meeting the patient at their healthcare provider (hcp) office on (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were having trouble with their stimulator. Patient mentioned recently 1.5 months ago they started having wobbly legs where their legs were "rubbery". Patient mentioned they had to have something to hold on to so they don't feel like they were going to fall. Patient mentioned they couldn't walk straight and they walked around looking drunk all day. Patient said they had a burning sensation when they charged the implant on the inside and on the outside but felt like their inside was on fire internally. Patient stated they had been doing with it on and off for the last two years. Patient mentioned they were ordered a new recharger thinking the issue would resolve but that didn't resolve the issue. Patient mentioned they had gone to every doctor they could think of what was wrong with them but everything came up fine. Patient commented they were sitting on a hospital sofa and they felt a burning feeling where the implant was located. Patient commented when they went home they put their feet up and when they put pressure on the implant, they felt the burning feeling. Patient stated the implant battery was poking out where it was not touching it outside of the skin but it was trying to come out. Patient mentioned 3 weeks ago they fell getting into an airplane. Patient mentioned their leg went numb and they fell forward. Agent reviewed role of a manufacturer representative (rep). The patient was redirected to their healthcare provider to further address the issues.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient was having trouble with the device for a month because it was very difficult to charge. A replacement recharger was sent out. The replacement has resolved the issue and after the resolution they have changed their mind of getting the implant removed. They are having the implant for five years and have been very satisfied, sometimes disappointed. They will keep using the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had lost a lot of weight after lap-band surgery and their ins battery is starting to protrude. Patient said they were in so much pain that they can't bend or lift their right leg; the resurfacing ins battery keeps getting caught on their pants or their dog when the dog rubs up on them or paws at them. They can no longer connect to the ins to charge, so they can't get mris and need assistance of a physician.